Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a curved needle speedcinch was used for a meniscus repair procedure. The first peek implant from the speedcinch was deployed and the inserter then broke in half when the surgeon maneuvered the device over to deploy the second implant. The first peek implant was not retrieved. A new curved needle speedcinch was opened and used to continue and complete the procedure.